Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) level above 500 (mg/dl). The cause of the elevated bg level was unknown. Reportedly, the customer delivered a bolus but their bg level did not come down. The customer received insulin intravenously while in the hospital. The customer was released from the hospital 2 days after being admitted. Reportedly the customer had manual injections as alternate insulin therapy